Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient suffered an ischemic stroke. The patient went home with hospice and expired. No autopsy was performed.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.